Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device was recalibrated to address the issue.